Event description:
It was reported that before a laparoscopic appendectomy procedure, the surgeon had trouble opening and closing the jaws. The jaw would not open or close at all. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Correction: received user facility medwatch and also verified with account of actual event. Based on the new information, this incident is not reportable.